Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had developed an infection at the sternal incision site due to picking at the wound. The patient the presented at the emergency room after receiving shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD). It was found that the patient had completely removed the electrode to the outside of their body. It was noted that the patient is mentally challenged. A revision procedure was performed where the s-ICD and electrode were explanted due to infection and wound dehiscence. A transvenous implantable cardioverter defibrillator (ICD) system was successfully implanted. No additional adverse patient effects were reported.